Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, in a patient with tortuous anatomy and a horizontal aortic annulus, a pre-implant balloon aortic valvuloplasty (bav) was performed with a 23mm non-medtronic balloon. The valve load process was performed by an experienced valve loader who identified a misload during fluoroscopic load check. An out-of-pocket paddle and a bent strut of the valve outflow were identified. There was no unusual tension during the loading. The valve was re-loaded onto the same delivery catheter system (dcs); upon second fluoroscopic load inspection the load was confirmed good. Using a non-medtronic guidewire, the valve was brought to the annulus. During the attempt to implant the valve, the valve was recaptured four times for repositioning in the annulus due to the horizontal aorta. The physicians noted high tension in the dcs. After the fifth deployment attempt, the valve was recaptured and the capsule of the dcs separated. A sixth deployment attempt was not possible due to the capsule separation. The valve and dcs were withdrawn from the patient. A second valve was loaded onto a new dcs, a good load was confirmed, and the valve was implanted without issue. No adverse patient effects were reported.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the delivery catheter system (dcs) was received with the valve loaded in the capsule of the dcs. The valve could not be removed from the dcs, therefore, analysis on the valve could not be performed. The device was received with the capsule partially opened and the end cap/screw gear snap fit connected. The handle and tip-retrieval mechanism were intact. Delamination was observed over the full length of the capsule. There was a break observed in the capsule nitinol reinforcing frame near the proximal end of the capsule. The separation site was observed to be jagged and uneven. The reported events for misload and positioning difficulties could not be confirmed in the analysis. The reported event for capsule separation was confirmed in the analysis. Conclusion: procedural images provided confirmed the initial misload, showing one paddle out of pocket and a bent outflow crown. Images were provided that confirmed the separation of the proximal portion of the capsule from the delivery catheter system after multiple deployment attempts and recaptures. Subsequent images show deployment and release of the second valve in horizontal aortic root anatomy. The subject dcs was returned to medtronic for analysis. The valve was loaded in the capsule of the dcs and could not be removed. Delamination was observed on the capsule, which typically occurs when the capsule is subjected to a bending force potentially after a misload has occurred. There was a break observed in the capsule nitinol reinforcing frame near the proximal end of the capsule. The separation site was observed to be jagged and uneven. The reported events for misload and positioning difficulties could not be confirmed in the analysis. The reported event for capsule separation was confirmed in the analysis. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The reported event indicates a misload occurred and this was confirmed in the procedural images provided. Loading of the valve is a process in which the outcome is highly dependent on the operator experience and technique. The device instructions for use (IFU) contains instructions to use the integrated loading bath which features a mirror to ensure that all bioprosthesis outflow struts are symmetrical and captured in the capsule during loading. In addition, the IFU instructs to inspect the capsule visually and tactilely for a misloaded bioprosthesis. In this case, the inspection process per the IFU was performed and identified the reported misload prior to introduction to the patient. The valve was re-loaded onto the same dcs. Upon second fluoroscopic load inspection, the load was confirmed good. The device IFU instructs ¿if a misload is detected, do not attempt to reload the bioprosthesis. Discard the entire system. The valve, catheter, loading system, loading tray, and saline must all be replaced with new sterile components.¿ during the attempt to implant the valve, the valve was recaptured four times for repositioning in the annulus due to the horizontal aorta. Recapturing is a feature of the device that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including patient anatomy or physician technique. In this case, it was stated that the patient had tortuous anatomy and a horizontal aorta. This indicates that the probable cause of the positioning difficulties was patient anatomy, however, this cannot be conclusively confirmed. The device IFU instructs ¿deployment of the bioprosthesis can be attempted 3 times. If the bioprosthesis is recaptured a third time, it must be removed from the patient.¿ there is no information to suggest a device quality deficiency that may have caused or contributed to this event. The physicians noted high tension in the dcs. After the fifth deployment attempt, the valve was recaptured and the capsule of the dcs separated. Analysis of the returned device confirmed a break in the capsule nitinol reinforcing frame near the proximal end of the capsule. The factors which increase the chance of a capsule separation occurring include the level of tortuosity of the patient¿s anatomy, the angle of the patient¿s aortic annulus, and the number of valve loadings, attempted valve deployments and valve recaptures that the capsule is put through. These factors increase the amount of stress on the capsule frame and capsule spines. The dcs in this case was reused with a second valve after an initial failed attempt at loading with the first valve. The patient had a tortuous anatomy and a horizontal aortic annulus. There were 5 attempts at deploying the valve and the associated valve recaptures. These factors increased the amount of stress experienced by the capsule frame and contributed to the capsule separation seen in the returned dcs. The exact root cause of the capsule separation cannot be conclusively confirmed, however, as listed above the multiple patient anatomy and use condition factors were most likely the potential contributing factors to the capsule damage observed. There is no information to suggest a device malfunction or a failure to meet manufacturing specifications. Updated: d9, h3, h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.